Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization dur to high blood glucose. The blood glucose reading was 520 mg/dl at the time of admission. Customer was treated with manual injection and a steroid shot. She was wearing the insulin pump at the time of the event. Nothing further was reported.